Event description:
Attorney alleges plaintiff began to suffer from certain occurrences, conditions and illnesses including physical pain and suffering, mental anguish, physical disability and physical disfigurement.